Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button effectively and advised removing the pump from its case to ease button access. Despite these measures, the button remained challenging to use. The customer continued to use the pump for insulin therapy.